Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 1627487-2019-03545. It was reported the patient experienced ineffective stimulation after a motor vehicle accident. Reprogramming was unable to resolve the issue. Imaging revealed lead was migrated. Surgical intervention was undertaken and the lead was explanted and replaced. Note: all of the patient's leads are being reported as explanted because it unknown which lead was explanted.